Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set investigation summary: catalog number: 367392 batch number: 0253616. No customer samples or photos were received as of this evaluation. Therefore, 10 retention samples were subjected to functional testing for insufficient flow and the customer's indicated failure mode of insufficient blood flow was not observed as all samples passed the test. A test for hemolysis on an acquisition device is not available as hemolysis is not typically associated with an acquisition device. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to determine the root cause of the alleged failures based on the results of the retention sample testing. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced . The following information was provided by the initial reporter. The customer stated: the first puncture was successfully performed, which the heparin tube was collected without intercurrences, in the draw with guardant tube, the tube didn't fill. It was performed a second attempt of puncture, 1st guardant tube filled properly, and the 2nd tube filled only 2ml. Suspecting of vacuum issue with the tube, a new guardant kit was opened. In the 3rd attempt it was possible to fill only one tube. At 11:30am it was received a complaint that the heparin tube that was drawn had hemolysis, and it was required a new sample draw. Customer questions if the issue regards to the tube or to the scalp, since the heparin tube was the first one drawn, and in a later moment there was the edta tube collected which hasn't had hemolysis.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: (B)(6) common device name: intravascular administration set investigation summary: catalog number: 367392 batch number: (B)(4). No customer samples or photos were received as of this evaluation. Therefore, 10 retention samples were subjected to functional testing for insufficient flow and the customer's indicated failure mode of insufficient blood flow was not observed as all samples passed the test. A test for hemolysis on an acquisition device is not available as hemolysis is not typically associated with an acquisition device. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to determine the root cause of the alleged failures based on the results of the retention sample testing. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd (B)(6) push button blood collection set, the device experienced . The following information was provided by the initial reporter. The customer stated: the first puncture was successfully performed, which the heparin tube was collected without intercurrences, in the draw with guardant tube, the tube didn't fill. It was performed a second attempt of puncture, 1st guardant tube filled properly, and the 2nd tube filled only 2ml. Suspecting of vacuum issue with the tube, a new guardant kit was opened. In the 3rd attempt it was possible to fill only one tube. At 11:30am it was received a complaint that the heparin tube that was drawn had hemolysis, and it was required a new sample draw. Customer questions if the issue regards to the tube or to the scalp, since the heparin tube was the first one drawn, and in a later moment there was the edta tube collected which hasn't had hemolysis.